Manufacturer narrative:
The customer declined service on the unit. The customer stated service was declined due to the fact that a previous service had just been completed. The customer performed a system check and prevision run and was within specifications. The customer noted to take extra when handling and sampling pt samples. The customer did not have further issues. The sample was not hemolyzed or lipemic. The sample was drawn in a 13x100 mm tube (full draw). The sample was drawn in a greiner lithium heparin plastic separation tube (pst) collection tube and was spun for 15 minutes at 2,800 rpm (rotations per minute) in a silencer centrifuge. Quality control (qc) was performed every 24 hours and was within range prior to the event. No system check data was supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported an elevated troponin I (accutni) results, below the acute myocardial infarction (ami) cutoff, for one pt's sample involving access 2 immunoassay system. The sample was retested and produced a negative result. The result was released out of the laboratory, and the pt was admitted for observation. There was no report of pt injury. A change in pt treatment was noted for the event.